Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference# 1627487-2020-01044. It was reported the patient experienced pain at the lead site following a work related incident. Troubleshooting revealed high impedances. As a result, the patient may undergo surgical intervention on a later date.

Event description:
Further follow-up indicates the patient had surgical intervention on (B)(6) 2020, during which the leads were explanted and replaced. The issue was resolved and therapy has been restored.